Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the pressure elbow connector of an rt235 infant dual-heated evaqua breathing circuit was not included in the kit.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the pressure elbow connector of an rt235 infant dual-heated evaqua breathing circuit was not included in the kit.

Manufacturer narrative:
(B)(4). Method: only the pressure line of the complaint rt235 infant dual-heated evaqua breathing circuit was returned to fph in (B)(4) for inspection. The returned component was visually inspected for missing components. Results: visual inspection revealed that the neo pressure elbow of the pressure line was missing, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 110729. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. It is likely that operator error has resulted in the omitted pressure elbow. There are standard operating procedures (sops) in place to assist operators on the production line to correctly pack the breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. (B)(4).

Manufacturer narrative:
(B)(4). The complaint rt235 infant dual-heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.